Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reasons for reoperation: "chest muscle became sore and swollen, joint pain" and "rupture."

Event description:
Patient reported right side "chest muscle became sore and swollen, joint pain" and "rupture." Patient additionally reported having "joint pain;" this event is not related to the device. Device remains implanted.